Manufacturer narrative:
The following fields were updated: d4. Medical device lot #: 3130613. D4. Medical device expiration date: 15-feb-2024. H4. Device manufacture date: 10-may-2023. H6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h10.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result for c. Tropicalis was obtained. There was no report of patient impact. The following information was provided by the initial reporter: biofire false positive for c. Tropicalis. #4 ¿ did not get treated.

Manufacturer narrative:
This MDR was originally reported against the incorrect material number - see MFR report # 3008352382-2023-00197. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result for c. Tropicalis was obtained. There was no report of patient impact. The following information was provided by the initial reporter: biofire false positive for c. Tropicalis. #4 ¿ did not get treated.